Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight is not available for reporting. (B)(4) date of infection and inflammation development is unknown. UDI: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that postoperatively, on an unknown date, it was identified that a patient had presented with an infection and inflammatory reaction. The patient was implanted with a synthes 11mm titanium cannulated tibial nail and five 5.0mm locking screws to repair a left tibial fracture on an unknown date. The patient was returned to the operating room on (B)(6) 2017 where they underwent an aspiration procedure to treat the infection and inflammation. There is no additional information available regarding this procedure. This report addresses an aspiration procedure of the left tibia due to an infection and inflammatory reaction to the implanted devices. Revision surgery due to non-union has been captured under linked complaint (B)(4). This report is for one (1) 11mm ti cann tibial nail-ex. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 04.034.552s, lot# h123988. Manufacturing location: (B)(6), manufacturing date: jun 27, 2016, expiry date: may 31, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Components reviewed: raw material part 21012 lot 9882215 was received from (B)(6). Certificate of report and raw material receiving/putaway checklist meet specification. Inspection sheet for in-process acceptance and final inspection meets inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.